Event description:
It was reported that the physician was unable to place the left ventricular (lv) pacing lead as it would not stay in place at the target location. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).